Event description:
Customer reported her insulin pump was alarming. The alarm resets the device. Customer stated the device erases the act insulin, which lead to customer taking too much insulin and causing low blood glucose. Customer's blood glucose is 101 mg/dl. The device history had two alarms. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm did occur shortly after a battery change. Customer was advised the device experienced an unexpected restart. She was advised to monitor the device and call back if the issue persists. Nothing further reported.

Manufacturer narrative:
The pump was received with an error alarm during the error test due to a broken solder joint on the interface board. The pump passed the self test, and no other alarms were noted. The pump also had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.